Event description:
(B)(4). This is a report of peritonitis in a patient, coincident with dianeal therapy for peritoneal dialysis (pd). The patient was not hospitalized for the event. The cause of the peritonitis and the treatment were not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Therefore the problem could not be confirmed. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893461. No exceptions were observed that were related to the reported condition.